Event description:
During a procedure it is alleged that the one tooth on the blade broke off during the case and was easily retrieved with in minutes. No injury reported. The reporter stated that it is believed that the shaver was activated either during insertion or removal from the cutting jig.